Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl and no reports of the cgm reading "high." The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.